Event description:
It was reported that ipg became inoperable 3 years prior due to recharge burden. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy was restored.